Event description:
It was reported that the devices were used in a gastric bypass. It was reported by the rep that when trying to fire the tlc55, it would not fire. The device was locked out. A second device (tvc55) was opened and it occurred again. Both devices had locked out. Finally the third device worked and the case was completed. There was no consequence to the pt.